Event description:
The reporting facility stated that this pump was involved in a possible pt overdose of morphine. The prescribed dose was 25mg/hr (1000mg morphine in 100ml normal saline). The reporting facility's rn delivered the device and two bags of the solution to a nursing home. At that time the pt was in the hospital and the nursing home did not expect the pt to return. Since the nursing home did not expect to be using the device, the reporting facility's rn reportedly did not program it. The pump was left at the nursing home, along with the bags of solution, for a courier to retrieve the next day. The next day the pt was released from the hosp and returned to the nursing home. The nursing home staff started the infusion using a bag that came with the pt from the hosp. The concentration of drug in that bag was not reported. The next day the nursing home started using bags prepared by reporting facility and it was noted that by a day later two bags had been delivered. The pt was sent to the hosp at that time experiencing seizures, fever, and other symptoms attributed to preexisting conditions. The reporting facility's rep was unable to provide any details regarding what treatments were done once the pt was brought to the hosp. The pt was admitted to the hospital and was still hospitalized reportedly due to preexisting complications, when baxter was notified of the event. Add'l details rec'd indicate the pt expired. The cause of death, the time of death and autopsy results were not available despite baxter's requests for this info.